Event description:
It was reported that outside of surgery, this unit was sent in for preventative maintenance. After final investigation, damaged comb was confirmed. There was no patient involved. Due diligence complete.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified the following related repair: the sample mesh passed; however, the comb was worn and was replaced to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends. G2: australia.